Event description:
(B)(4). Essure was put in 2007. I was (B)(6). I still have it in now I'm (B)(6). I always have been healthy never any problems until this device was put in. Now I suffer from well most recent now is indigestion and bad hiccups when I eat. Bathroom problems both pee can't hold in at times and poop goes both ways all the time, rather its constipation or diarrhea. Body hurts all over, back pain, shoulder pain, arm pain, leg pain, wrists pain, twitching in my arms and legs mostly on my left, eye twitching off and on. Weird but also stomach twitching on my left side by my ovary. Hair loss, migraines everyday, fevers off and on, rashes come and go, I feel like puking on and off, weight gain and loss. Everyone tells me I don't remember nothing anymore so they must be right, and the sun in the summer months makes me sick now and I love the sun. If its to warm out I break out with the rash more then in winter months. Itchy and very dry skin even on my feet and they hurt as well. I even recently this pass summer my ankles got big .they did not get like that even during pregnancies. Breast pain as if I'm breastfeeding. I had this problem for about two years now and when swelling goes down I'm left with a lump for a day or two. Eye problems, teeth problems, I don't know if I'm still missing some problems on here its a lot. I feel like I'm (B)(6) years old for god sake. Oh yes depression its killing me I've always ran circles around people half my age I would get so mad now I'm one of those people I fight myself to get out of my bed to do just small everyday jobs. Taking care of my family is one of them and I just feel like a less of a person cause I can't do it no matter how much I fight to. I feel I have no mogo left in me even to just deal with small problem's. I will not take meds for this its not me its the device. If I was told about pet fibers and about the risks of titanium and nickel used together and the three other metals I would have never had this death trap put inside me. Let a lone permanently!!!!!.